Event description:
It was reported that pump experienced malfunction alarm with malf 0 displayed, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance from support, did not experience repeat malfunction after reset, was instructed to continue using pump and to call back if malfunction recurred, and acknowledged understanding of instructions.